Manufacturer narrative:
Received one device, confirmed customers device has a delaminated downstream occlusion seal (dso). During visual inspection it was found that the dso seal was delaminated. Inspected the pump for anything else and looks in good condition. Replaced the dso seal. Updated software. Performed dso/uso sensor calibration. Performed performance verification tests, unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a delaminated downstream occlusion (dso) seal and required a software upgrade. There was no patient involvement.